Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarms noted. The motor passed the motor test. The device had a prime during prime test due to a faulty force sensor resistor. The device had a cracked display window corner, reservoir tube lip, and a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.